Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The device was received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer called and reported the insulin pump alarmed with a compromised force sensor system. Customer's blood glucose was not known. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was protruded and customer did not press it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.